Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08700 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No absence of occlusion alarm noted. Device uploaded properly using carelink. No cosmetic damage noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was over 600 mg/dl at the time of incident. The customer treated high blood glucose with long acting insulin. Customer experienced symptoms such as diabetic ketoacidosis. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was wearing the insulin pump when high blood glucose event was reported. The insulin pump will not be returned for analysis.